Event description:
It was reported, the patient experienced nausea and vomiting after a pump implant. The patient believed the nausea and vomiting was related to propofol that was administered during surgery. The patient had experienced nausea and vomiting after receiving this medication in the past. Intervention was medication adjustment noted as phenergan on (B)(6) 2013; narcan, reglan and lactated ringers intravenous (IV) infusion on (B)(6) 2013. The therapy was suspended; infusion rate on (B)(6) 2013. Intervention: reprogramming/refill/bolus noted as ¿push/pull procedure; entire system¿ on (B)(6) 2013. The severity was mild. It resulted in in-patient or prolonged hospitalization. The outcome was resolved without sequelae on (B)(6) 2013. The etiology was surgery/anesthesia. It was unlikely related to device or therapy. It was related to implant procedure. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).